Event description:
At initiation of hemodialysis treatment staff responded to air detect alarms. On visual examination an air leak and a small blood leak were noticed at the top of the arterial chamber. Due to potential contamination patient's blood was returning in ebl =300 cc. A new line was set up to continue treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.